Event description:
It was reported that the bowel management system had four device related pressure injuries from the bard dignishield. Per follow up response received on (B)(6)2021 the patient experienced stage 2 to 3 pressure injuries. It is unknown what medical intervention was provided for the pressure injury.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the materials of construction were not biocompatible. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bowel management system had four device-related pressure injuries from the bard dignishield. Per follow-up response received on 16jan2021, the patient experienced stage 2-3 pressure injuries.